Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). Sensitivity was adjusted but it did not improve. A revision is planned. No revision date at the moment. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).